Event description:
On (B)(6) 2012, the lay user/patient's son in (B)(6) contacted lifescan (lfs) alleging that his mother's onetouch ultra2 meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's son alleged that the issue began on (B)(6) 2012 (time not specified). According to the csr's documentation, the patient manages her diabetes with insulin and tablets (type and dosage not specified). The patient's son denied his mother took any action in response to the reported meter issue and subsequently, she developed symptoms of hot flashes and diarrhea at an unclear date/time later. According to the csr's documentation, the day after the alleged issue occurred the patient was transported to the hospital by the emergency medical services (time not specified) and was later admitted to the hospital that evening. During the patient's time in the hospital, the patient reportedly obtained blood glucose readings of "430 and 395mg/dl" (time not specified) with the hospital's accucheck aviva meter. At unknown times, the patient reportedly was administered 16 units of novorapid insulin by a health care professional (hcp) as treatment and two hours later the patient received an additional dose of 13 units of novorapid insulin. During troubleshooting, the csr verified the patient was using the proper testing technique (per owner's booklet recommendation) and the patient was using the correct test strips at the time the alleged issue occurred. The csr also noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's son claims his mother was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.